Event description:
It was reported that high pacing lead impedance was observed over the past year. Lead insulation damage was suspected. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.